Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Patient information was not provided but has been requested. (Serial number, expiration date), information was not provided but has been requested. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection where patient was then transplanted on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.